Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. Patient reported a l oss of therapy. It was indicated that she went to see healthcare provider on the day of this call because her urgency had returned. She still had urgency and felt like she had to pee all the time. She had not gotten up in the middle of the night since her implant surgery but a day prior to this call, she got up six times but only went twice. She was on 3v and healthcare provider increased to 4v. The event occurred on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient and a healthcare provider (hcp). It was reported the patient was still trying to find a good combination to use, including several medications. On (B)(6) 2016 they were scheduled for a renal x-ray and ultrasound as there were painful symptoms which had returned. The hcp later reported the renal ultrasound showed no mass or hydronephrosis, there was a benign aml (angiomyolipoma) in left kidney and an approximately 3-4mm kidney stone. The kub revealed a small stone, 3-4mm, was in the right ureter. The hcp provided documentation regarding the following: on (B)(6) 2016 the patient called the hcp office regarding an increase in urgency/frequency since on program #3. The patient was having good results on channel #4 then sudden onset of urgency/frequency again. They had been watching their diet, with no other changes to their lifestyle, and had a urine check last week with negative urine. During the urine check the patient noted they had urgency at night but were not always voiding, they had urgency that day twelve times since 6:30am, had been up at night five times, and the leakage was causing them to wear 1-2 pads daily. They had a 40% improvement in symptoms, and were programmed to feel stimulation in setting #1 <(>&<)> #2 in the left cheek, #3 in rectal area, and #4 in bicycle seat. The patient was currently on case+ and was comfortable with their device, but required new programs. The patient was to try program #1 for one week and if there was no improvement would need to discuss with their hcp. The hcp noted they may have to add vesicare for the urgency. On 2016-05-05 the patient reported they were on their last setting and did not feel it was helping. They were still having urgency/frequency that woke them up at night and had cramping that was associated with their urgency. They had their cymbalta increased to 60mg/day, d/c the flexeril, and started to take tizanadine 4mg 1-2 as needed. They mentioned the meds put them to sleep but did not help with the pain. The actions taken were the patient changed to program #4 and the patient noted having terrible urgency feeling, was voiding every half hour during the day, was up 2-3 times at night, and noted the ureter pain was gone but the cramping and urgency was very bothersome. The patient was to trial vesicare 5mg and 10mg for two weeks along with the therapy, and would update in two weeks. On 2016-05-17 the patient reported they had finished the first week of vesicare and had noticed no difference at all with the 5mg, but had some improvement with the 10mg off and on. They noted having two more weeks of the 10mg. They mentioned it calmed the urgency down to some degree some days, and other days it was still there. The patient was unable to point out triggers (as in fluid intake, bladder irritants, or constipation) as they stayed consistent in those areas to minimize problems. They were also back to their original program #4 that they had liked the best since implant and was running at 3.6. The patient's past relevant medical history included: kidney stones, ulcerative colitis, ibs (irritable bowel syndrome), urgency, frequency, and dysuria.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient and a healthcare provider (hcp). It was reported the patient was still trying to find a good combination to use, including several medications. On (B)(6) 2016 they were scheduled for a renal x-ray and ultrasound as there were painful symptoms which had returned. The hcp later reported the renal ultrasound showed no mass or hydronephrosis, there was a benign aml (angiomyolipoma) in left kidney and an approximately 3-4mm kidney stone. The kub revealed a small stone, 3-4mm, was in the right ureter. The hcp provided documentation regarding the following: on (B)(6) 2016 the patient called the hcp office regarding an increase in urgency/frequency since on program #3. The patient was having good results on channel #4 then sudden onset of urgency/frequency again. They had been watching their diet, with no other changes to their lifestyle, and had a urine check last week with negative urine. During the urine check the patient noted they had urgency at night but were not always voiding, they had urgency that day twelve times since 6:30am, had been up at night five times, and the leakage was causing them to wear 1-2 pads daily. They had a 40% improvement in symptoms, and were programmed to feel stimulation in setting #1 <(>&<)> #2 in the left cheek, #3 in rectal area, and #4 in bicycle seat. The patient was currently on case+ and was comfortable with their device, but required new programs. The patient was to try program #1 for one week and if there was no improvement would need to discuss with their hcp. The hcp noted they may have to add vesicare for the urgency. On 2016-05-05 the patient reported they were on their last setting and did not feel it was helping. They were still having urgency/frequency that woke them up at night and had cramping that was associated with their urgency. They had their cymbalta increased to 60mg/day, d/c the flexeril, and started to take tizanadine 4mg 1-2 as needed. They mentioned the meds put them to sleep but did not help with the pain. The actions taken were the patient changed to program #4 and the patient noted having terrible urgency feeling, was voiding every half hour during the day, was up 2-3 times at night, and noted the ureter pain was gone but the cramping and urgency was very bothersome. The patient was to trial vesicare 5mg and 10mg for two weeks along with the therapy, and would update in two weeks. On 2016-05-17 the patient reported they had finished the first week of vesicare and had noticed no difference at all with the 5mg, but had some improvement with the 10mg off and on. They noted having two more weeks of the 10mg. They mentioned it calmed the urgency down to some degree some days, and other days it was still there. The patient was unable to point out triggers (as in fluid intake, bladder irritants, or constipation) as they stayed consistent in those areas to minimize problems. They were also back to their original program #4 that they had liked the best since implant and was running at 3.6. The patient's past relevant medical history included: kidney stones, ulcerative colitis, ibs (irritable bowel syndrome), urgency, frequency, and dysuria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.